Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to defective o2 pressure regulator. Most likely restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. This complaint will be included with on-going trending analysis. Scar sc-ch-20-002 has been initiated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
A vyaire technician went onsite and performed o2 gas path test and downloaded the log file. The o2 gas path test was successful and the log file shows alarm 271 (o2 supply fails - no o2 dosing possible) and alarm 388 (no o2 dosing possible) with supply pressure of 3.8 bar. It is suspected that the o2 regulator is defective and the inspiration block needs to be replaced. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavita 1000 alarmed no o2 dosing possible. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.